Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced re-occurring infections at the implant site. The patient was treated with oral antibiotics on (B)(6) 2014. The implanted device remains.